Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Ultrathane mac-loc locking loop multipurpose drainage catheter was successfully placed on (B)(6) 2018 for pleural effusion drainage. The customer reported that the patient came back with hub separation. Due to this occurrence, the patient had to undergo procedure to replace the catheter. The catheter was placed for four days. The patient did not experience any adverse events. The device is reportedly available for return; however, as the date of this report, no device has been yet received for evaluation.

Manufacturer narrative:
Corrected data: (B)(4). Investigation - evaluation: a review of the documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications and visual inspection/dimensional verification of the returned device was conducted during the investigation. The visual inspection of the returned device confirmed one 8.5french mac-loc catheter in two separate pieces, the catheter tubing comprising one piece and the mac-loc hub and cap comprising the second piece. The flare appeared out of round, lopsided, and has a lip. Due to the compression of the flare within the cap and potential damage upon removal, it cannot be determined whether the flare was manufactured out of the manufacturer's specifications. Biomatter was noted on the device. Particular discoloration was noted near the threads. The catheter shaft outer diameter, connector cap inner diameter, mac-loc hub distal inner diameter, and number of adapter threads showing were all found to be within the manufacturer's specifications. A twist test revealed that the cap was securely attached to the proximal assembly. Upon removing the connector cap, the suture string was revealed wound in the threads. The lot number of the device is not known; accordingly, a review of the device history record and complaint lot search could not be conducted. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Appropriate measures have been initiated to address this failure mode. The appropriate personnel have been notified. We will continue to monitor for similar complaints and are currently investigating this failure mode. Per the quality engineering risk assessment no further action is required.

Event description:
No new event description information to report at this time.